Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.   (B)(4).

Event description:
The literature article entitled, "total knee arthroplasty for salvage of failed internal fixation or nonunion of the distal femur" written by george j. Haidukewych, md, bryan d. Springer, md, david j. Jacofsky, md, and daniel j. Berry, md published by the journal of arthroplasty volume 20 no 3 2005 accepted by publisher 22 april 2004. The article's purpose was to review a series of patients with failure of internal fixation or nonunion of the distal femur salvaged with tka to learn more about the results and complications associated with the procedure. Depuy and non-depuy products were utilized in 17 patients. Article does not identify the cement product. Patella resurfacing was performed in 10 patients and notes that 5 of those were all poly depuy and the rest were non-depuy depuy products utilized: tibial tray, tibial insert, knee femoral, patella the article provides 1 patient with identifiers with depuy products which is captured on a linked complaint. This complaint captures the 69 year old female in narrative description who experienced femoral implant loosening 2 years post-operatively and was revised successfully to a distal femoral allograft-prosthetic composite.